Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 22 mg/dl at the time of incident and the current blood glucose level was 205 mg/dl. The customer was assisted with troubleshooting. Customer had not removed sensor. Auto mode shield was not displayed on the home screen. Customer reports entering multiple blood glucose within at least 45 minutes but system did not transition to delivering auto basal. Auto mode readiness screen shows blood glucose required. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer had blood glucose value of 220 mg/dl.